Manufacturer narrative:
Act and arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched case and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The representative reported via phone call that the buttons were sticking. The representative reported that there was crack by the reservoir compartment. The representative reported that they were going through batteries faster the usual. The customer's blood glucose was 55 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.